Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control panel mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and the faulty touch screen was replaced with an led touch screen. Subsequent testing did not identify further issues. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 control panel mast roller pump became unresponsive post-procedure. There was no report of patient injury.